Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose flex cable on the system board. The flex cable was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device intermittently shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.